Manufacturer narrative:
The lens was returned for evaluation. It was received cut into three pieces in a specimen container. Visual inspection of the lens found a portion of the optic was missing. Due to the condition in which the lens was returned, further testing could not be performed. Inspection on a retain sample from the same lot was performed with all dimensional measurements found to be within specification. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information provided, the exact root cause of the event cannot be determined.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted 8 weeks after implantation due to the lens becoming vertically displaced. Reportedly the patient noticed disabling edge glare from the inferior edge of the iol. This event pertains to the patient's left eye. The surgeon believes the likely cause for the event is unique patient anatomy, otherwise it was undiagnosable pre-operatively. The patient's current prognosis is excellent post iol exchange.